Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site address, event site address line 2, event site city, event site telephone), g1(contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code), h11.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during iab (intra-aortic balloon pump) therapy, the iabp use began on (B)(6), and the next day, it was confirmed that the helium gas remaining in the iabp device (cardiosave) had rapidly decreased. No alarms related to the catheter have been generated. As no abnormalities have been found in the iab catheter in use, it is being continued as it is. There was no injury or harm reported to the patient.